Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had an infection in the implantable neurostimulator (ins) site. Consequences were noted as hospitalization and other surgical intervention. There were no further complications reported and/or anticipated.